Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a letter indicating interruptions in the transmission of the implantable pulse generator ( ipg). A follow up with the patient¿s healthcare provider was not possible. A check with the remote monitoring network shows the last transmission occurring over two years ago. The device remains in use. No patient complications have been reported as a result of this event.